Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0qpsb, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported the cause of the lead issue was at the time of the surgery for them. The rep noted the doctor was away before that is why she was having surgery. Additional information from the rep reported there were no patient symptoms/injuries related to the event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-33, lot # va0qpsb, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type lead.

Event description:
The manufacturer representative (rep) reported that the patient fell in (B)(6) 2016, and this resulted in a loss of efficacy. It was indicated that the lead was replaced on (B)(6) 2016. The issue had been resolved after the lead replacement. The patient was implanted for urinary dysfunction/sacral nerve stimulation, gastrointestinal/pelvic floor, and fecal incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.